Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Also unrelated, the display screen was found to be faded and discolored. The display screen was replaced with a test screen and the display returned to normal.

Event description:
On (B)(6) 2012, the reporter contacted animas and alleged the following events: the patient alleges for 1 week his blood glucose (bg) was consistently elevated, between 400-500 mg/dl with extreme dry mouth and thirst. States initially he did have fever and cough for 3-4 days. States then no cold/flu symptoms and still bg remains in 400-500 mg/dl range. States site was changed with no improvement of bg , but when he gave correction with syringe the bg came back within target. The patient was unable to provide specific dosing of insulin or other bg values. He was seen by his endocrinologist, who evaluated him and found no infection. The patient has lost confidence in the pump and the health care provider (hcp) feels the pump is malfunctioning . The hcp instructed him to discontinue the pump and go on a backup plan. . The patient states that he takes medication for blood pressure, neuropathy, cholesterol and has had no new medication or changes in dosing in the past year. He changes sites every 3 days and rotates sites in the abdomen. He reports no issues with sites and no bent or kinked cannulas noted when sites are removed. He has seen no air in tubing or cartridge, no leaking present, and connections are secure. Customer technical support (cts) reviewed the pump: no associated alarms in history. Pump suspended per patient most recently on (B)(6) 2012. Time on home screen is correct. Reviewed bolus history and boluses have been delivered as programmed. Reviewed tdd history for past week; basal amount fluctuates based on programming per patient . Basal programmed 24 hour total currently is 45.00. Patient states basal is programmed correctly. Temporary basal not used. Pump primes and delivers air bolus appropriately. Cts advised patient after reviewing the pump history that it has been adequately determined that the event does not involve a possible malfunction of the pump, but will replace pump per request. Cts also advised patient as there is no defect found in the pump, a replacement may not improve bg management and instructed to continue to use back up plan, as directed per hcp; verbalizes understating. This complaint is being reported due to the allegation that a patient on insulin pump therapy experienced hyperglycemia.